Event description:
A user facility reported a broken intraocular lens. Pt impact is unknown. More information is being sought.

Event description:
During file review it was noted that add'l info provided by the user facility indicates there was no pt impact/injury associated with this event.